Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a screw hole was observed in the tubing that connects the porting block to the use active exhalation control module. The tubing was replaced to address the issue. A "service required" code ws observed in the ventilator's downloaded error log. The device's detachable battery cable was replaced to address the issue.